Manufacturer narrative:
(B)(4). Device alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported that the insulin pump had motor errors four times and could not reset time. The customer's blood glucose level was unknown. The customer reported that the drive support cap was normal. They stated that the insulin pump was not exposed to high magnetic field. The customer was able to clear the alarm and rewind the insulin pump. They customer stated that there were more than one motor error alarm within a 30 day period in the alarm history. The insulin pump will be returned for analysis.